Manufacturer narrative:
The customer cancelled the service order when information was provided that there are no more parts available to bring the device back to functionality . As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available.

Event description:
It was reported to philips that the device's keypad was not functioning. There is no patient involvement.